Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one moma ultra device to treat a lesion located in the left distal relatively straight lca. The device was removed from its packaging and inspected with no issues noted. The IFU was followed. After the physician deployed a stent successfully, the common carotid balloon was slow deflating. The t-safety was not used as the balloon was inflated under direct visualization. The physician pulled the balloon back while partially inflated into the arch of the vessel where the balloon was able to deflate fully. The balloon saline was originally mixed 1 : 3 but they could not visualize the balloon so this was changed to a 1 : 2 mixture. No patient injury was reported.